Event description:
It was reported that the user initiated a fill tubing process while connected to the infusion set, resulting in an unintended insulin delivery of approximately 12.8 units and subsequent guidance to disconnect and complete the process per on-pump instructions. The user experienced decreasing blood glucose with readings from 176 mg/dl to 120 mg/dl trending down. Blood glucose return into range after lunch. No reported symptoms. Outcomes included user education, monitoring of glucose, direction to contact the clinician for dosing advice, and plans to replace infusion set and cartridge supplies. Investigation included technical troubleshooting and user education by support personnel and clinical follow-up by the care team. Investigation of this case revealed user error during the fill tubing procedure while connected to the body, with the device functioning as designed by delivering insulin during the commanded fill. It was concluded that the event was attributable to use error and not a device malfunction.